Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just received an insulin pump with a belt clip that keeps coming off. Customer was unable to get it to lock and mentioned that she was currently hospitalized due to some bleeding issues. Customer stated that it was a side effect of diabetes. Customer's blood glucose level was 100 mg/dl. Customer was connected to the helpline for further assistance. No further details given.